Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v103459, implanted: (B)(6) 2008 explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a via the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim/gastrointestinal and pelvic floor. It was reported that the health care professional accidentally cut lead during removal in a routine battery replacement. A new lead was used and issue was resolved. No further complications was noted or anticipated.